Event description:
A respiratory therapist (rt) from the home healthcare company reported that a "pt death occurred while on ventilator. According to parents, they found the child dead in the morning and the vent did not alarm". The rt also stated this child had been with their service since birth and that "according to the nursing agency, the child had been discharged from the vent except during physical therapy by the pediatric hospital two weeks prior to the reported event; the child should not have been on vent".